Event description:
A cook's select vena cava filter was implanted into my husband to prevent blood clots from going to his heart/lungs in (B)(6) 2009. In a CT taken just 2 weeks after implanting the filter, it shows the filter tilted and 2 prongs protruding out the vena cava. This was found out when we saw a copy of that CT after my husband was hospitalized in (B)(6) 2010. In (B)(6) 2010, my husband started to not feel right, with low back pain, low abdomen pain and pain with weakness in his legs. In the ER, they discovered my husband had a huge blood clot from the filter in his abdomen all the way down to both thighs, totally blocking off his blood supply to his heart. He had an emergency trellis procedure done and spent 8 days in the hospital. This is when we all discovered the filter to be the cause of his problems due to it being tilted with 2 prongs protruding out the vena cava wall and some clots were starting to protrude up out of the filter. We have since heard that there has been problems with this filter. My husband saw the 5th best vascular specialist in the world about the removal of the filter at (B)(6) hospital. He said it would be high risk to try to remove it, so if it isn't causing more problems, to let it stay. But, if it causes more problems, it'll have to be removed and there is a 50/50 chance of survival.